Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, once the right ventricular (rv) lead was connected to the cardiac resynchronization therapy pacemaker (crt-p), no rv pacing was observed. The connection of the rv lead in the header was checked and clear. It was suspected there may have been rv oversensing and inhibiting pacing. The device was interrogated while connected to the rv lead. It appeared the device was bi-ventricular pacing but there was no capture. It was then suspected the rv lead may have been "nicked" and the rv output was programmed to 8.0 volts. Initially there was rv capture and then there was no capture so the rv lead was disconnected from the device and tested via analyzer. The threshold and all other parameters were satisfactory. It was not clear what was causing the pacing issue and the device was replaced. Once the new crt-p was connected, all parameters were acceptable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.